Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that ir placed a new device on 1/17/23 and when they took that out at (B)(6)2023 the PICC was kinked in 2 places. No other information was provided.